Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed the image disappears when the angle is changed. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to a component failure. A definitive root cause could not be identified. In addition, the following reportable malfunction were identified during the device evaluation: noise occurs in the image when the angle is changed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that images disappeared of the subject device when angulation down was applied. The issue was found during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.